Event description:
It was reported the patient presented for a routine follow up appointment. During interrogation, the clinician noted the battery voltage decreased from 2.62v to 2.56v within the time of the appointment. The clinician noticed the same behavior during a second follow up interrogation. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the patient presented for a routine follow up appointment. During interrogation, the clinician noted the battery voltage decreased from 2.62v to 2.56v within the time of the appointment. The clinician noticed the same behavior during a second follow up interrogation. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed the battery voltage measured 2.61 volts and functional testing revealed the telemetered battery voltage was 2.24 volts. Longevity testing revealed the device had not met its 99.9% expected longevity. The premature battery depletion was the result of high internal battery impedance.